Event description:
The micro drill was sent in for evaluation because it was leaking oil during a procedure. There was no leakage into the surgical site, there was no medical intervention. A replacement device was readily available and it was used to complete the procedure without any delay. No adverse event was associated with the device.